Event description:
Customer states that the unit went from monitoring fine (within limits) to dashed lines then to rotating zeros (pulse search) without ever alarming. Customer states they have a visual nurse call system hooked up to the unit. They state that the nurse call light did not illuminate at the same time the unit went to dashed lines. Customer states that during a routine check of the patient the rt did observe that the adhesive sensor was not seated on the too properly; that it had slid off a bit (sensor was applied to an (B)(6) year old, male child). Based on the rt seeing the sensor sliding off, the rt decided to get another sensor. Upon return to the room, the rt made note that the child had stopped breathing. At that point they immediately started to perform CPR. Child was then taken to the hospital. Customer states the unit is plugged into ac power all the time. The ac light does come on when ac power is applied. When ac power is disconnected all four battery charge-level leds illuminated.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.